Manufacturer narrative:
The date of this submission is 05-jan-2015. This is an initial submission for the second product in this case. The manufacturer report number for this submission is 2214133-2015-00002. The manufacturer report number for the first product in this case is 2214133-2015-00001. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2014 from a (B)(6) year-old (B)(6) male consumer reporting on self from the united states. The medical history included diabetes, high blood pressure and "bad" cholesterol levels. He was tested for unspecified blood work. The concomitant medications included azor (amlodipine and olmesartan) 10/40 milligrams (mg), one per day for high blood pressure since three months ago, atorvastatin 40 mg one per day for cholesterol since three months ago and metformin 1000 mg, one per day for diabetes since a year and a half ago. The consumer's weight was (B)(6). On an unspecified date in (B)(6) 2014, the consumer started using band-aid unspecified (lot number and expiration date unspecified) cutaneously, used sometimes and interchangeably applied with curad gauze pads (lot number and expiration date unspecified) cutaneously and curad paper tape (lot number and expiration date unspecified) cutaneously after applying neosporin (bacitracin, neomycin, polymyxin b) (lot number and expiration date unspecified) topically, about a quarter sized amount, all used for wound care of a scratch on his right leg, which occurred on (B)(6) 2014. He repeatedly applied all of these products daily until he came home from work and took a shower. After an unspecified duration, his skin turned red and after about three to four days, his skin turned purple, which spread up his leg. On (B)(6) 2014, the consumer went to the emergency room where he was given unspecified antibiotics, benadryl gel caps (diphenydramine) and an unspecified pill to promote healthy skin. He was advised that the events would improve within a week. After an unspecified duration, there was no improvement, so he went for a consultation with his primary care doctor who prescribed an unspecified lotion to keep the area hydrated and benadryl gel caps every six hours. After about a week, he called the doctor since nothing indicated worked for him and the doctor advised him to discontinue cephalexin, initiate doxycycline hyclate 100 mg instead and continue the benadryl gel caps. After an unspecified duration, the consumer stopped taking benadryl gel caps at work because it made him sleepy and he could not use it while driving. On an unspecified date, he broke his skin on another area of his right leg and applied neosporin on it. After an unspecified duration, he experienced itching, which spread to his left leg. On (B)(6) 2014, he presented again to the emergency room where he noticed a hole on the original wound, which started to leak a yellow fluid. He was given intravenous fluids and infused with three unspecified antibiotics and was admitted in the hospital. An infectious disease doctor was consulted. Poison ivy was considered as a potential cause. On the next day, he was discharged from the hospital and advised to continue benadryl gel caps, the last prescribed unspecified antibiotics and to start using a prescribed cortisone cream. After an unspecified duration, he stopped neosporin and kept the affected area open. He further stated that as of now, his skin was flaking, had boils and the area looked like it was burned. He described the events as an infection on his right leg, which spread to his left leg. On (B)(6) 2014, the use of curad gauze pads, curad paper tape and band-aid unspecified device was discontinued. The events were resolving. The analysis of product and complaint category will be managed through monthly trending process. Complaint trends will continue to be monitored. This report was assessed as serious (hospitalization and medically significant intervention) and company causality was assessed as related.

Manufacturer narrative:
The date of this submission is 16-jan-2015. This is an follow submission for the second product in this case. The manufacturer report number for this submission is 2214133-2015-00002. The manufacturer report number for the first product in this case is 2214133-2015-00001. This closes out this report unless other additional significant information is received. Upon receipt of additional information it was confirmed that there is no involvement of company product.

Event description:
This spontaneous report was received on (B)(6) 2014 from a (B)(6) male consumer reporting on self from the united states. The medical history included diabetes, high blood pressure and "bad" cholesterol levels. He was tested for unspecified blood work. The concomitant medications included azor (amlodipine and olmesartan) 10/40 milligrams (mg), one per day for high blood pressure since three months ago, atorvastatin 40 mg one per day for cholesterol since three months ago and metformin 1000 mg, one per day for diabetes since a year and a half ago. The consumer's weight was (B)(6). On an unspecified date in (B)(6) 2014, the consumer started using band-aid unspecified (lot number and expiration date unspecified) cutaneously, used sometimes and interchangeably applied with curad gauze pads (lot number and expiration date unspecified) cutaneously and curad paper tape (lot number and expiration date unspecified) cutaneously after applying neosporin (bacitracin, neomycin, polymyxin b) (lot number and expiration date unspecified) topically, about a quarter sized amount, all used for wound care of a scratch on his right leg, which occurred on (B)(6) 2014. He repeatedly applied all of these products daily until he came home from work and took a shower. After an unspecified duration, his skin turned red and after about three to four days, his skin turned purple, which spread up his leg. On (B)(6) 2014, the consumer went to the emergency room where he was given unspecified antibiotics, benadryl gel caps (diphenhydramine) and an unspecified pill to promote healthy skin. He was advised that the events would improve within a week. After an unspecified duration, there was no improvement so he went for a consultation with his primary care doctor who prescribed an unspecified lotion to keep the area hydrated and benadryl gel caps every six hours. After about a week, he called the doctor since nothing indicated worked for him and the doctor advised him to discontinue cephalexin, initiate doxycycline hyclate 100 mg instead and continue the benadryl gel caps. After an unspecified duration, the consumer stopped taking benadryl gel caps at work because it made him sleepy and he could not use it while driving. On an unspecified date, he broke his skin on another area of his right leg and applied neosporin on it. After an unspecified duration, he experienced itching, which spread to his left leg. On (B)(6) 2014, he presented again to the emergency room where he noticed a hole on the original wound, which started to leak a yellow fluid. He was given intravenous fluids and infused with three unspecified antibiotics and was admitted in the hospital. An infectious disease doctor was consulted. Poison ivy was considered as a potential cause. On the next day, he was discharged from the hospital and advised to continue benadryl gel caps, the last prescribed unspecified antibiotics and to start using a prescribed cortisone cream. After an unspecified duration, he stopped neosporin and kept the affected area open. He further stated that as of now, his skin was flaking, had boils and the area looked like it was burned. He described the events as an infection on his right leg, which spread to his left leg. On (B)(6) 2014, the use of curad gauze pads, curad paper tape and band-aid unspecified device was discontinued. The events were resolving. The analysis of product and complaint category will be managed through monthly trending process. Complaint trends will continue to be monitored. This report was assessed as serious (hospitalization and medically significant intervention) and company causality was assessed as related. Additional information was received on 05-jan-2015. The consumer clarified that the product he used was not band-aid brand but a curad product. This report was reassessed as not applicable.